Event description:
Adverse event(s): "overcorrection" (overcorrection; "induced astigmatism" (blurred vision); "decrease in bcva" (vision, impaired). Product problem(s): "none reported" (no info). An ophthalmic technician reports a pt that is overcorrected with induced astigmatism and decreased bcva in the right eye following refractive surgery. The surgeon's target for this pt was plano and at 6 weeks post-op, the pt's manifest refraction was +1.75 -.25 x 180. There was no decrease in bcva and ucva improved to 20/40.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).